Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
It was reported via maude report# 4400150000-2012-8010, a patient was implanted with three screws in the left foot on (B)(6) 2011 for treatment of lisfranc injury. The patient experienced pain and a broken screw was identified on (B)(6) 2012. Surgeon removed all three screws. One of the three screws was fractured during removal. The tips of both screws were left in the patient. Fracture union was optimal. This is report 1 of 2 for complaint (B)(4).